Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was no sound from the device and the audible functions could not be used. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start up. The customers device issue was confirmed. The customer was provided a replacement device to resolve their issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.